Event description:
Boston scientific received information that this pacemaker along with right ventricular (rv) lead exhibited high out-of-range (oor) pacing lead impedance (pli) measurement of more than 2000 ohms. Additional information obtained from the field representative indicated that the cause of the high pli was not determined. The rv lead was tested through programmer which exhibited same result. The rv lead was surgically abandoned while the pacemaker was explanted. The system was replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.